Event description:
Medtronic received a report of pipeline failure to open. The patient was undergoing surgery for treatment of a lobulated shape, unruptured, c6 ophthalmic artery lateral wall aneurysm. It had a max diameter of 5.8 mm and a neck size of 4.1 mm. The landing zone was the 3.8 mm distally and 4.8 mm proximally. The diameter of the proximal c4 segment measured 4.8 mm. The access vessel was the femoral artery with a diameter of 7.5 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was normal. It was reported that the plan was to deploy from the inferior margin of the anterior choroid using the pipeline shield 5¿20, with the proximal end positioned in the straight segment of c4. After establishing vascular access, the phenom 27 (p27) microcatheter was immediately advanced to the distal-most point of the patient's m1 segment. The pipeline shield 5-20 was then introduced, aligning the distal marker of the stent with the distal marker of the p27 catheter. Upon subsequently retracting the p27 catheter to initiate deployment, it was observed that the distal end of the stent failed to open properly. Approximately 15 mm had been deployed, and after waiting 30 seconds, the stent failed to open smoothly. The surgeon then attempted to recapture the stent and then continue deployment, but the stent again failed to open smoothly. Consequently, the stent was retracted to the end of the c7 segment in another attempt to open it, but this also proved unsuccessful. Furthermore, damage was suspected at the distal end of the stent; upon retrieving the device from the body, it was confirmed that the distal end of the stent was indeed damaged. Ultimately, it was replaced with a p ed 2-4.5-20, and the procedure was successfully concluded. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event. Ancillary devices include a microport sheath, a zhongtian medical guide catheter, and a stryker guidewire, and a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.